Event description:
It was reported that an unspecified quantity of amia automated pd cycler sets had patient line caps (pull ring) that were "frequently loose and at times off." This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.